Event description:
Reportedly, the 5mm plastic trocar through which a liver retractor had been placed had fractured in its distal portion. The trocar was removed as well as the retractor. According to medical record documentation, the surgeon opted to perform a limited upper midline incision in order to complete the tumor resection under direct manual control to reduce the risk of bleeding and to examine the abdominal cavity more carefully. Reportedly, the small broken distal end of the trocar was located and removed.